Event description:
It was reported that while advancing the centering catheter over another co's guide wire and prior to entering the rhv, the system froze up. The products were removed and another system was used. There was no pt injury reported. This MDR is being filed based on the returned device analysis which revealed a separated tip.